Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced sustained high blood glucose with a reported value of 401 mg/dl after the ilet pump¿s cartridge ran out of insulin, and the user did not recognize the empty cartridge until the morning; the user replaced supplies and continued monitoring, which aligns with a usage issue rather than a device malfunction. Symptoms included hyperglycemia with excessive thirst. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.